Event description:
On (B)(6) 2014 information was received from the patient indicating they still had concerns regarding their device or therapy, but they were working with their doctor or representative. They had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l80508, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 7/24/2014 information was received from the patient indicating that the pump alarm stopped for two weeks and then started up again (date not specified). They wondered if the pump battery was low after five years. They stated "it could be going out too". They stated the alarm had not gone off on the morning of the report. An alarm was heard but telemetry was not yet performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient's physician "tried to give him a larger refill than normal" to give him time to find an hcp (healthcare provider). The refill lasted about 2 months (07/23/2013 to 09/21/2013). The patient stated that "normally his refills weren't as much". The patient also experienced nausea related to the event. The patient was started on dilaudid orally about 1 month ago. The patient stated that the pump worked great when there was medication in it. The patient saw a new physician yesterday ((B)(6) 2014). The physician was trying to figure out if the pump was still in working order and could be refilled since the patient had been without medication in the pump since (B)(6) 2013; no saline had been put in the pump.

Event description:
It was reported the patient¿s pump ran empty since (B)(6) 2013 because the patient¿s healthcare provider (hcp) stopped taking the patient¿s insurance. It was noted the patient¿s pump had stopped beeping a few days ago. It was also reported that because the patient was in pain, his blood pressure was high even while he¿s taking medication for it. It was reported the patient¿s primary hcp would not prescribe pain medication and that pain management needed to prescribe for the patient. The pump was being used to deliver baclofen and dilaudid. It was further reported the manufacturer representative may have found the patient a doctor. It was reported a pump strip from (B)(6) 2013 showed the elective replacement indicator (eri) was 32 months. It was noted the patient¿s last refill was (B)(6) 2013 and there was no medication in the current pump. The pump had been alarming since september 2013 because the patient was unable to find a hcp to fill it. It was also reported the patient had been having withdrawals for a while, throwing up, and his headaches were coming back. It was mentioned the doctor had the patient on diazapam, ¿which slowed it down a bit, but it wore off so fast.¿ the doctor would not give him oral dilaudid because he was not pain hcp and it was reported, ¿if he could give me those I would be fine.¿ additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported nothing had changed with the patient since the last call and he was working to find a healthcare provider (hcp).